Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. Troubleshooting of the blood glucose meter and test strips after the event revealed that the consumer was using expired control solution to test the integrity of her test strips before using. Consumer education took place at the time of the call. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.